Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure the physician was unable to remove the stylet from the left ventricular lead. After several attempts, the proximal portion of the lead detached along with some of the inner components. The lead was not used and another lead was implanted. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece with the stylet stuck inside the inner coil. The cause of the reported event was isolated to bunching of the stripped stylet, ptfe coating and inner coil. Additional damage found was sustained during the surgical procedure.